Event description:
The patient noted that they were feeling tightness/constraint their neck. The patient did not think that their device had migrated, and was considering having the generator explanted due to the discomfort. Information was later received from the physician noting that the patients generator has slipped down and migrated in the patients chest, which is causing a pull on the patients neck. The patients sensation feels worse with stimulation, therefore, the patients device was disabled. The patient was referred for re--position surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
X-ray images received and reviewed. The reported adverse events were unable to be verified on the images provided. No known surgery has occurred to date. No additional relevant information has been received.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿protrusion¿ is not available.

Event description:
It was reported the patient was continuing to experience pain in her neck and a lead pulling sensation. Patient lifted her left breast and the lead wire visibly protruded from her neck. No additional relevant information has been received.

Event description:
Patient had xray imaging performed. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
Patient was scheduled for revision surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.